Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was failed calibration for an error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 6.7 also an error 71 (water temperature 4 is off conversion table at 1c). Discussed that these could either be related to a failed mixing pump or an issue with the chiller temperature (t4) thermistor.

Event description:
It was reported that arctic sun device was failed calibration for an error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 6.7 also an error 71 (water temperature 4 is off conversion table at 1c). Discussed that these could either be related to a failed mixing pump or an issue with the chiller temperature (t4) thermistor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The failed calibration, error 80 was related to a failed mixing pump. Test mixing pump installed in decon for unit to cool. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.